Manufacturer narrative:
Submit date 3/7/2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found the unit would not turn on due to a problem with the power supply. The power supply was replaced. The unit has been repaired and tested per procedure. The unit was restored to proper operation.

Event description:
The customer reports that the pump has intermittent power. The customer states that the unit shuts off without warning as soon as it is powered on. No patient involvement or injury.